Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm the error alarm.

Event description:
It was reported that the insulin pump alarmed during the manual prime process, and the device was stuck on the prime mode. It was stated that the customer was disconnected during prime. It was stated that the numbers did not appear on the screen, and the beeps could not be heard. It was mentioned that the infusion sets were changed. No further information was provided.